Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An optician reports a pt that is overcorrected in the left eye following lasik surgery. Review of pt records showed pt experienced an overcorrection on the left eye, per most recent post op visit on (B)(6)-2010. Records also showed pt received punctal plugs, at 12 days op. Surgeon's impression, in most recent record note at 27 day post op, states excellent post op course.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) found no problems with the laser system and performed a successful system verification to specification. Review of the logfile indicated the laser was performing to specifications during the time of the pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. No medical ocular history was recorded. The pt presented for a lasik eval six days after being fit for monovision contact lenses (ctl) and complaining about ctl feeling dry. He preoperative uncorrected visual acuity (ucva) was not provided, the manifest refraction (mr) and best corrected visually acuity (bcva) were recorded as -3.00-0.75x130, 20/20 and on (B)(6) 2010, the pt underwent myopia with astigmatism lasik. During the one month postoperative period, the pt demonstrated similar ucva's between 20/25 and 20/20, stable bcva's of 20/20 and similar mr's, with the final one reported as plano -0.50x032. During this postoperative period, surgeon's notes included "slight flap edema", "slightly loose epi", residual error possibly associated with the use of steroids, and punctual plugs insertion. One preoperative topography was provided. Add'l info was requested unsuccessfully. Induced astigmatism (overcorrection in this case) refers to the presence of post-operative astigmatism greater than the amount present pre-operatively or now present in the opposite axis. It may be associated with poor pt alignment, creation of the flap, treatment programming, improper marking of cylinder axis, epithelial defects, inadequate preoperative eval and surgical technique among other factors. The severity was determined to be marginal, based on the clinical info provided in the investigation. In this case, six days prior to the lasik eval, the pt was fit with ctl and had complained about dryness. No dry eye eval was recorded and, as indicated in the physician's procedure manual, preoperative eval for dry eyes must be performed. In the absence of preoperative eval of dry eye syndrome (des) and ocular surface integrity, des could not be ruled out as a potentially preexistent condition, possibly contributing to the unexpected outcome. The pt was noted as a contact lens wearer however, there was no indication of type of ctl, daily or extended, nor de-adaptation time prior to preoperative measurements. Ctl use has been shown to affect the natural corneal curvature and thereby the refractive stability, depending upon the duration of use and type of lens. De-adaptation from a contact lens is necessary to allow the cornea and refractive state to stabilize providing an accurate measurement preoperatively (1) (2) (3) in order to develop and accurate treatment plan. Add'l preoperative topography measurements may have help in the determination of corneal stability after ctl de-adaptation. The postoperative data was limited to a one month period. At that time the postoperative refractive state may not have stabilized therefore providing an inaccurate measurement of the residual refractive error (4), as the usual period for healing and vision stabilization after refractive surgery is one to 3 months (5). The reported post operative complication of flap edema, loose epithelium and the need for punctual plugs (used in the treatment for des) may have also contributed to the residual refractive error. Based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors. (B)(4)